Event description:
It was reported that the patient developed an infection. The ipg was explanted. No further patient complications have been reported as a result of this event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).